Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer's blood glucose level was in 200 mg/dl range. Customer reverted to manual injections for insulin therapy.